Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had revision surgeries in (B)(6) 2013 and (B)(6) 2013. Post-revision, patient reports that she is having pain in her hip, lower back, and groin and has suffered weight gain due to a loss of mobility. A cobalt level of 27.9 and a chromium level of 7.4 were reported to her in (B)(6) 2018. She would like to know if her current implants (stryker shell and mdm/adm construct with competitor head and stem) are subject to recall. She is scheduled for revision on (B)(6) 2018. This pi is for pain after revision.

Manufacturer narrative:
An event regarding alleged pain and excessive levels of chromium and cobalt involving a tritanium shell was reported. Conclusions: based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event. The reported device is manufactured from materials which do not contain chromium or cobalt. As such, there is no indication the subject device would have contributed to the reported elevated chromium and cobalt levels and is therefore considered concomitant. This product did not fall under any recalls. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had revision surgeries in may 2013 and october 2013. Post-revision, patient reports that she is having pain in her hip, lower back, and groin and has suffered weight gain due to a loss of mobility. A cobalt level of 27.9 and a chromium level of 7.4 were reported to her in april 2018. She would like to know if her current implants (stryker shell and mdm/adm construct with competitor head and stem) are subject to recall. She is scheduled for revision on (B)(6) 2018. This pi is for pain after revision.